Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared. Customer was unsure if a button was pressed for 3 minutes or longer. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump alarmed button error followed by unresponsive buttons due to flattened down arrow dome switch. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with scratched display window and case.